Event description:
A malfunction on the pump was reported by the customer, with no notable events occurring prior to the incident. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. A correction injection (mdi) was delivered to address the elevated bg level, and there was no need for third-party assistance. Technical support provided guidance on resetting the pump, which the customer successfully did without the malfunction code recurring. Customer was advised to continue using the pump and to contact technical support if the issue reoccurred, and the customer confirmed their understanding.